Event description:
It was reported that the access door unexpectedly opened without using the latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.